Event description:
Reporter stated that while oatuebt's device was being primed, no insulin came through the infusion set tubing. It was then discovered that insulin had leaked into the pooled in the insulin cartridge compartment of the device. Reporter thinks that insulin cartridge is at fault for insulin leakage. No error messages were generated by the device. Patient's blood glucose was not affected and no treatment was received.